Event description:
Country of complaint: (B)(6). Needle detached from thread, it happened to 3 - 4 pouches out of 36. Client says that it's not the first time and that it's happened with other batches too.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2015. Manufacturing site investigation: samples received: 3 unopened and 2 open pouches. There are no previous complaints of this code batch. There were (B)(6) units of this code batch manufactured, there are no units in OEM stock. Received three closed samples and two open and manipulated samples. Both open samples received, the needle is detached from the thread, in one of them there is no needle inside and the other one there is no thread inside. Tightness test to the three closed samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.